Event description:
It was reported that during device follow up, the neurologist found high impedance on the left-brain lead. There were no known contributing factors. The hcp performed x-rays and the lead seemed to be ok. The neurosurgeon decided to check in the operating room with an external neurostimulator (ens) and confirmed high impedances on all the electrodes so they explanted and implanted a new lead. To remove the lead, the neurosurgeon had to surgically cut it in one place, so the returned lead will be divided in two parts. The issue was resolved.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3300542, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension. Product analysis (B)(4): analysis identified that the {x} conductor(s) was/were broken in the body of the lead within 10 cm of the connector area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.